Manufacturer narrative:
Investigation summary: one sample was received. Inside the syringe there is a piece of tip cap. Additionally, one photo was provided. It shows the white piece of tip cap plastic inside the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for lots # 8045561 for this type of defect or symptom. There was no documentation of issues for the complaint of lots # 8045561 during this production run. Root cause description: a jam in the fill room likely caused a breakage which ended up in the syringe.

Event description:
It was reported that the syringe 5ml saline fill (B)(6) sp experienced foreign matter contamination. The following information was provided by the initial reporter: after opening the unit package, it was found that white suspended matter in solution. It was not used on patient.